Event description:
Intera hai kit used to administer chemotherapy floxuridine (fudr) was found cracked in the line allowing for spillage of chemotherapy exposing patients, family members, and staff. This medication aerosolizes and creates a hazard in our environment. This is the second event at our center this year. Pt: 4582. Device: 1135, 1250. Ref: mw5186551.